Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing increased low back pain as well as upper extremity and leg weakness. It was also reported that the patients ipg was not holding a charge. The cause of the patients increased pain and weakness was unknown. The patient underwent an ipg replacement and was doing well postoperatively.